Event description:
The manufacturer received information alleging a ventilator had a system failure. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator had a system failure. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. During the evaluation, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blender board needs to be replaced to address the issues.